Manufacturer narrative:
Follow-up #1: date of submission: 04/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation, no moisture was found in the battery compartment. A leak test was performed and passed showing no leaks. The pump was opened to find no moisture. Unrelated to the original complaint, the display was dim and pink.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.